Manufacturer narrative:
Complaint no: cmplnt-(B)(4). A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
It was reported that a solution administration set was received broken. The nurse found the set broken after when she opened the box. This malfunction was identified before use; there was no patient involvement. No additional information is available.